Event description:
It was reported that a clinician saw approximately a year ago a pump module with a missing platen. This was reported to bd associate during their site visit and no further information was provided and the clinical could not recall what happened after. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.